Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited atrial undersensing. Approximately four days later, the ra lead exhibited intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited oversensing and intermittent oversensing.